Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulator worked well but their body rejected it. They stated that they had their device removed on friday. The patient refused to provide additional information about the event or about their healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.